Event description:
It was reported that this implantable pacemaker was unable to interrogate. The device had longevity of 2.5 years remaining based on last check up six months ago hence, the possibility of premature battery depletion (pbd) occurring could not be ruled out. Also, the device has been implanted for more than 10 years. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.